Manufacturer narrative:
(B)(4). Concomitant medical products: it was reported that multiple devices were used during the procedure and may have caused or contributed to the adverse event. Zimmer biomet requested additional information on these devices from customer; however, a response has not yet been received. If this information becomes available, a supplemental MDR will be submitted. (B)(6). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is to be revised due to wear of the polyethylene component. Attempts have been made for additional information and is unavailable at this time.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Operative notes from the primary surgery state that the patient underwent left total knee arthroplasty due to "pangonarthrosis"; however, only the first page of the operative notes were returned. Per the current n-k system instructions for use, wear of the articular surface is a known potential risk of this procedure. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.